Event description:
It was reported that (1) hp052 was used during a laparoscopic colectomy procedure. It was reported by the rep that the hp052 airless handpiece kept locking out with uses of lcsc5. After checking handpiece, surgeon proceeded to complete the case. There was no consequence to pt.